Manufacturer narrative:
Updated describe event or problem, initial reporter title, initial reporter phone, evaluation method codes. Corrected initial reporter first name from (B)(6) to (B)(6). Corrected initial reported last name from (B)(6) to (B)(6). Corrected occupation from other health care professional to physician. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 10:14 am CT. The report number is being corrected from: 2134265-2018-64638 to: 2134265-2018-63284.

Event description:
It was reported that rotawire fracture occurred. A 330cm rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the burr came in contact with the distal end of the rotawire and left approximately 3cm of the severed wire behind. The physician attempted to snare the remainder of the detached rotawire but was unsuccessful. The patient was monitored and was noted to be stable. No further patient complications were reported and the patient's condition was satisfactory. It was further reported that the procedure was abandoned and not completed.

Event description:
It was reported that rotawire fracture occurred. A 330cm rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the burr came in contact with the distal end of the rotawire and left approximately 3cm of the severed wire behind. The physician attempted to snare the remainder of the detached rotawire but was unsuccessful. The patient was monitored and was noted to be stable. No further patient complications were reported and the patient's condition was satisfactory. It was further reported that the procedure was abandoned and not completed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire was broken. The wire was broken on 320.5cm from proximal to broken section, overall length should be 330cm. The other part of the wire was not returned. Also, it was found evidence of rotational wear in the broken section. Dimensional inspection of the outer diameter (od) of middle of the device and proximal section were within specifications. Dimensional inspection of the overall length and od of distal tip were not performed due to the condition of the device.

Event description:
It was reported that rotawire fracture occurred. A 330cm rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the burr came in contact with the distal end of the rotawire and left approximately 3cm of the severed wire behind. The physician attempted to snare the remainder of the detached rotawire but was unsuccessful. The patient was monitored and was noted to be stable. No further patient complications were reported and the patient's condition was satisfactory.